Manufacturer narrative:
The insulin pump communicated with guardian 3 link/test plug and displayed the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value 100 mg/dl properly on the display graph. The insulin pump sensor feature working properly. No calibration anomalies were noted. The insulin pump was received without original battery cap, unable to confirm damaged/cracked battery cap. The insulin pump also received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the reservoir was cracked, reservoir compartments thread had crack and reservoir was locking in place with the help of tape. The customer¿s blood glucose level was 165 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.